Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the returned product. The mcs tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measure from 0.011¿ to 0.206¿ in length. There are no signs of thermal damage present at the end of any tears. There was no complaint against the product to assess the effect of its failure.

Event description:
Intuitive surgical, inc. (Isi) received a monopolar curved scissors (mcs) tip cover accessory as a discrepant RMA. There was no alleged malfunction reported against this product. The procedure was completed with no reported injury.